Event description:
A malfunction alarm with code malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support assisted the customer by providing information to reset the pump, after which the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.